Manufacturer narrative:
As reported, post-implant of the bard soft mesh, the patient was diagnosed with a hernia recurrence, bowel obstruction and underwent surgical repair. The clinician has assessed the patient¿s postoperative course as being "definitely" related to the study device and possibly related to the procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of the surgery. The adverse reactions section of the instructions-for-use supplied with the device lists hernia recurrence as a possible complication. To date, this is the only reported complaint for this manufacturing lot. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(6): on (B)(6) 2018 - subject patient underwent primary midline incisional open hernia (15x14 cm) repair during which a bard soft mesh was placed in sublay fashion retro-muscularly. Transversus abdominis muscle release (tar) & component separation method (cst) techniques were employed, the mesh was trimmed. Fascia and full skin closure was achieved using sutures and surgical glue. The patient was discharged to home on (B)(6) 2018. On (B)(6) 2019 - subject patient was diagnosed with a recurrent midline incisional hernia (3x3 cm) and small bowel obstruction. On (B)(6) 2019 - subject patient underwent open surgical repair with primary defect closure using prolene sutures. Patient was discharged on (B)(6) 2019. This ae is clinically assessed to be definitely related to the study device and possibly related to the procedure. This has been assessed as a serious adverse event of mild severity and has resolved.